Manufacturer narrative:
As reported, the physician stated that about three times a year for the past couple years his patients have come back three to four days after mynx closure with a sterile abscess. Patient doesn¿t have fever and cbc is normal so no infection, but the groin is red and swollen. He said when he cuts the abscess open the mynx plug is able to be expressed out. Sounds like the body is rejecting the peg. Physician has been using mynx for years and still does. The product was not returned for analysis and a lot number has not provided therefore a product history record (phr) review could not be generated. The reported ¿sterile abscess¿ could not be confirmed or further clarified with the limited information provided. A sterile abscess is characterized by pain, redness and swelling at the site. Some abscesses are caused by an irritant like an injected medication that was not completely absorbed. Since they're not caused by infection, these kinds of abscesses are called "sterile" abscesses. The mynx vascular closure devices are designed to achieve femoral artery and femoral vein (mynxgrip only) hemostasis via delivery of an extravascular, water-soluble synthetic sealant using a balloon catheter in conjunction with a standard procedural sheath. The sealant is made of a polyethylene glycol (peg) material which expands upon contact with subcutaneous fluids to seal the arteriotomy or venotomy (mynxgrip only). The sealant is resorbed by the body within 30 days. Access site infections are a known procedural complication associated with percutaneous punctures used for entry into the vascular system and are listed as such in the instructions for use. There are multiple potential etiologies associated with access site infection. These include but at not limited to duration of access, hospital protocol access site preparation, patient comorbidities and body habitus. However, with the limited information provided it is not possible to draw a clinical conclusion between the device and the reported event. According to the IFU which is not intended as a mitigation of risk, if a patient has had a procedural sheath left in place for an extended period of time, consideration should be given to the use of prophylactic antibiotics before inserting the mynx control vcd. The IFU also instructs to apply a sterile dressing once hemostasis is achieved. It is recommended that the patient follow physician orders regarding patient ambulation and discharge. Refer to patient brochure for post-care instructions. Overall, access site infections have been reported to occur at similar rates for manual compression and closure device arms in clinical trials. An infection resulting from an invasive procedure is a well-known adverse event documented in the literature at rates of 0-6.5% following manual compression, and 0-5.1% with vascular closure devices. The information available does not suggest a design or manufacturing related cause for the reported event; therefore, no corrective/preventive action will be taken at this time.

Event description:
As reported, the physician stated that about three times a year for the past couple years his patients have come back three to four days after mynx closure with a sterile abscess. Patient doesn¿t have fever and cbc is normal so no infection, but the groin is red and swollen. He said when he cuts the abscess open the mynx plug is able to be expressed out. Sounds like the body is rejecting the peg. Physician has been using mynx for years and still does. The physician inquired about if cordis has received increasing reports of ¿sterile abscesses¿ with mynx.